Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii halo device was used during a panhysterectomy surgery with transobturator tape procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced inner thigh pain and was treated with fomentation. On (B)(6) 2016, the patient was discharged from the hospital and had a follow up check up on (B)(6) 2016. The patient's current condition was reported to be good.